Manufacturer narrative:
At this time the product remains in service. If additional information becomes available this report will be updated as necessary.

Event description:
New information became available that this leads impedances are still rising and are now over 3000 ohms. There is also increased thresholds.

Manufacturer narrative:
--

Event description:
Additional information became available that when the patient went in for a recent device change out, since this lead continued to exhibit high impedances, the lead was surgically abandoned and successfully replaced. To date, no additional adverse patient effects have been reported.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high out of range impedance measurements greater than 2900 ohms. All other measurements are stable and within normal ranges. The lead will remain implanted and monitored for now as this patient is not pacemaker dependant.